Event description:
The nail was handed over to (sales rep) who returned it to the office. The nail was implanted in 2008, on an emergency patient with a subtrochanter fracture. The exact date of extraction is unknown.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.